Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator alarmed and stopped running; the unit was inoperable. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Evaluation code result. Correction to evaluation code conclusion. Device evaluation summary: the breath delivery xena ii pcb (bd xena ii pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post generating a vent inoperative condition. The fault was isolated to the microprocessor, component reference designator u27. If information is provided in the future, a supplemental report will be issued.